Event description:
Floseal (5ml) was administered to patient in 2009. Patient's blood pressure dropped and forearm became red 3-4 minutes after application. The patient was admitted to ICU. A blood sample was taken by the doctor for investigation. Hospitalization was prolonged due to event. The patient is allergic to aspirin and zofran.

Manufacturer narrative:
Baxter medical assessment: a drop in blood pressure in conjunction with a redness of the forearm occurred 3-4 minutes after topical application of floseal in an unspecified surgical procedure. Given the known allergic diathesis of the patient (allergy to aspirin and zofran) this event is highly suspicious for an allergic reaction. The temporal relationship to the product application may point to a potential causal relationship. Following clinical questions have to be clarified: type of product used (floseal with bovine or human thrombin)? What associated medication (with immunogenic potential) has been administered during surgery, before the symptoms occurred? Dechallenge: has the applied product been removed after the occurrence of the clinical symptoms? Have any test of igg and ige been performed, and if "yes" with what results. For confirmation of an allergic reaction, the evaluation of anti-bovine igg and ige would be critical. If allergic reaction confirmed, an allergological testing of the patient to bovine proteins is important (to prevent the risk of further re-exposures). What was the course of the complication after the transfer to the ICU and what treatment was initiated? An allergic reaction is possible, and a casual relationship with the use of floseal cannot be excluded. Md safety officer. A follow-up will be submitted upon receipt of additional information and re-assessment.